Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to recover storage space but received the message clear obstructions then close the drawer or door. The drawer would not open. The user removed the back panel, but the drawer still could not be opened from the rear, and no red light was visible inside the panel. Another message displayed on the screen stated requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer retractor band and latch was faulty. A field service engineer found main drawer 4.2 not opened making clicking noise, then fse replaced the retractor band, but issue not resolved, then replaced the latch catch, realigned rails. Fse logged into hardware test application to verify drawer functionality and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to recover storage space but received the message clear obstructions then close the drawer or door. The drawer would not open. The user removed the back panel, but the drawer still could not be opened from the rear, and no red light was visible inside the panel. Another message displayed on the screen stated requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.